Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating sometime in (B)(6) the patient experienced a blood glucose (bg) value of 41mg/dl with seizures. The reporter called the emergency medical team (emt) and the patient reportedly was treated with glucose via intravenously. The patient reportedly was not admitted to the hospital. It was noted that the reporter was not able to determine the exact date as to when the issue occurred. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was not using the advanced features of the pump and did not recall the last time the insulin to carbohydrate ratio or insulin sensitivity factor was changed.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(6) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013, with the following results: no defect was found. Unable to duplicate the complaint during the investigation. The pump was found to be delivering within the required specification at the conclusion of the 29hr flow accuracy test. Review of the total daily insulin delivery totals add up correctly and show pump was delivering accurately up until the last date used. Only typical usage observed in alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.